Event description:
Löwenstein medical technology has received information about an incident where it was reported that this device restarted during use. This restart occurred during a suction procedure in which the device was removed from the patient. There is currently no further detailed information about this incident. We have tasked our technical support to gather further information about this potential incident.

Event description:
Löwenstein medical technology has received information about an incident where it was reported that this device restarted during use. In fact, the device had switched off during a suction procedure in which the device was removed from the patient. The patient's therapy had to be continued with a different device. We have tasked our technical support to gather further information about this potential incident.